Event description:
The caller stated he ordered shiley disposable inner cannulas size 8 from their distributor, but inside the box were size 6 disposable inner cannulas even though the label on the box stated they were size 8. The caller reported that the product had been thrown out yesterday and there is no product to return for eval.

Manufacturer narrative:
The disposable inner cannulas and packaging were discarded, and therefore not available for failure investigation. No analysis or conclusions can be drawn without the device. The lot number was provided and the MFR will review the lot history records. A mfg CAPA is already in place to address disposable inner cannula packaging.